Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother called to report that the insulin pump has a blank display after battery change. Customer reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 320 mg/dl. No significant events leading to the display issue were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface circuit board. The battery tube connector was reconnected and the insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit alarm, or failed battery test alarm was noted. The insulin pump passed the reset error test and displacement test with no alarm or audio anomaly. The insulni pump had minor scratches on the display window and cracked reservoir tube lip.